Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter,during a sleeve gastrectomy procedure the surgeon was experiencing issues with the device. The needle falls off the jaws after passing through tissue.